Event description:
It was reported that the cath lab technician was putting away the patient file and noticed that the promus stent which had been implanted at the end of july had an expiration date for the end of the june. The patient has not had any complications. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product part and lot number were not reported and the product and its packaging were not returned; therefore the expiration date on the specific product labels could not be confirmed. The current shelf life for the promus stent delivery system (sds) is 24 months from the date of manufacture as specified in the promus everolimus eluting coronary stent system product specification. It should be noted that the promus everolimus eluting coronary stent system instructions for use states: do not use after the -use by- date. The product and its labeling were not reported or returned therefore the reported use of the stent delivery system past the expiration date could not be verified. There is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.